Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed the failure was not reproducible. The system was functioning as intended. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system goes randomly into shutdown. After the site rebooted the system the issue was resolved. No patient was present at the time of the event.